Event description:
A caller reported that the touchscreen was cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and requested customer support assistance, after which customer technical support facilitated a warm transfer to customer support assistance. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.